Event description:
As reported: during stent coiling, treatment of aneurysm, a stent was being positioned without incident. Prior to detachment, the device jumped and caused the headway 17 to lose access in the a2 branch. The device was retrieved and resheathed without remark. Once the headway 17 was repositioned and the device was to be reintroduced into the microcatheter, a small, white, wispy material was noted at the end of the introducer. It was distal to the 5mm lead wire that was barely visible out the distal tip of the introducer. It was decided to use a new stent and the headway 17 catheter was used in the remainder of the case without any issue. There was no reported patient impact or injury. Please note two headway catheters were used in the case but it is unknown which lot / catheter had the material issue. The two possible headway 17 lots are 0001279623 and lot 0001053686 and the detailed device information for both lots is listed in h11.

Manufacturer narrative:
Please note below the device information for both headway 17 device lots listed: headway 17 advanced straight mc172150sx-al lot 0001279623. Mnf 10sep2025 exp 31aug2028. UDI (B)(4). Headway 17 advanced straight mc172150sx-al lot 0001053686. Mnfg 08apr2025 exp 31mar2028. UDI (B)(4). Visual analysis: two images were provided for review. The images show a clear thread-like material at the distal end of the stent pusher/introducer. The thread-like material is consistent with the ptfe liner of the headway microcatheter. Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review (lot 0001279623 and lot 0001053686): a search for non-conformances associated with both reported part/lot numbers combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding these batch numbers from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): warnings the microcatheter should be advanced or manipulated under fluoroscopic guidance. Do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Infusion pressure should not exceed 300 psi to avoid potential rupture of the microcatheter. Precautions exercise care in handling the microcatheter to reduce the chance of accidental damage. With the exception of dimethyl sulfoxide (dmso), use of organic solvents may damage the microcatheter and/or coating on the surface. Potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. To reduce the risk of damage or separation of the device, avoid repeated bending at the same point of the microcatheter. Take precaution when manipulating the microcatheter in tortuous vasculature to avoid damage to the microcatheter. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Directions for use carefully insert the distal section of the guidewire into the microcatheter hub (refer to the guidewire instructions for use). Advance the guidewire until the distal tip is near the distal end of the microcatheter. Slip the torque device over the proximal end of the guidewire to the desired location (refer to guidewire or torque device instructions for use). A guiding catheter is placed into the appropriate vessel and the microcatheter/guidewire assembly is then advanced through the guiding catheter to the target vessel or vascular lesion. Set up a continuous flush of heparinized saline by connecting rhvs with pressurized flush solution lines to the hub of the guiding catheter and microcatheter. Carefully advance the microcatheter/guidewire to the guiding catheter distal tip. During navigation in the vasculature, advance the guidewire a short distance, then advance the microcatheter over the guidewire and repeat until the desired site is reached. The proximal portion of the microcatheter does not have the hydrophilic surface and may encounter resistance when this section is advanced through the rhv. Once the desired location has been reached, the guidewire is removed from the microcatheter. The diagnostic or therapeutic agent(s) are then prepared for delivery through the microcatheter. Warning: do not exceed the maximum recommended infusion pressure of 300 psi. Between uses, rinse the microcatheter in a basin of heparinized saline and wipe it gently with sterile, wet gauze and place in a basin of heparinized saline or a flushed dispenser tube to keep the hydrophilic surface wet until use. Investigation conclusion the physical headway microcatheter was not returned for evaluation; however, two images were provided by the customer for review. The images show a clear thread-like material at the distal end of the stent pusher/introducer. The thread-like material is consistent with the ptfe liner of the headway microcatheter lumen. However, without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.